Event description:
As reported by sales representative, the cath lab is experiencing difficulty piercing the saline bag with the spike and then once the spike is in place, they are seeing air bubbles in the tubing of the fluid delivery set. There has been no patient incident or injury. No sample is being returned.